Event description:
A customer obtained an erroneously elevated troponin (accutni) result on one sample. The initial result was 1.34ng/ml, and a result of 0.05ng/ml was obtained upon repeat testing. The erroneous result was not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Qc was within specifications before and after the event. Customer is not questioning any other results or assays. A field service engineer (fse) was dispatched: the fse performed diagnostic testing which met specifications. The fse conducted a precision run with patient samples and obtained good results. No root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.